Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v342039, implanted: (B)(6) 2009, product type: lead.

Event description:
It was reported that the patient was unable to adjust stimulation. The display showed the ¿call your doctor¿ icon and a power on reset (por) condition. The patient noticed these on her patient programmer the day prior to the report. The patient noted that she had surgery six weeks ago and they moved the device, even though the surgery had nothing to do with the device. The patient had not checked her device since the surgery, but she did not think it had been working. Additional information was requested, but was not available as of the date of this report.